Event description:
During a remote follow-up, post-paced t-wave oversensing (pptwos) and inappropriate automatic mode switch (ams) were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.